Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred due to the heparin line detaching from the blood line about 2 hours into the treatment. The separation caused a blood leak. The leak was visually observed. Test strips were not used to confirm and the machine did not alarm. Estimated blood loss was 50 cc's. Patient had no adverse effects and no medical intervention was required. Patient completed treatment on a new set up. Sample was discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.